Event description:
At the start up of a dialysis treatment, the facility reported restricted blood flow and drip chambers filling. The pt was taken off the machine and treatment was completed on another machine without further incident.